Event description:
The following has been reported by customer: a cutaneous infusion pump from the pediatric operating room was used to administer 1% propofol. The pump was configured to deliver a dose-based infusion using the preconfigured "propofol 1%" label from the pump's infusion menu. This label automatically sets the pump to an infusion concentration of 1 mg/ml, while the actual concentration of the infused solution for this label was 10 mg/ml. As a result, a higher dose of the drug than intended was administered for a few minutes. To correct the issue, the pump was manually reprogrammed. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. (Please see attached investigation report for details). The reported device was received in brézins for investigation. External visual check noticed wear and tear on some first layers of the keyboard. During device log review, no infusion was found at the reported date of the event, the last recorded infusions were analyzed (infusions at 12ml/h and 24ml/h) and nothing abnormal was noticed . Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. It is noted that a test is close to the upper limit. Quality control was performed and no technical or functional issue was detected. The internal inspection found dirt and a worn membrane, but nothing abnormal just before the three-year preventive maintenance. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. However, it is particularly recommended to perform preventive maintenance with the replacement of the membrane. This complaint is considered as: not valid. The trend is: n/a.